Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit would not turn on. There was no report of patient involvement.

Manufacturer narrative:
The ge healthcare service representative replaced the power supply and power controller boards, and returned the unit to service. The replaced parts were returned to the manufacturing site for investigation. Testing indicated the dc to dc power module was damaged. The input pin had near zero impedance, causing the battery to overcurrent.